Event description:
Pt's meter was reported to have missing segments on the display. A blood glucose reading of 98mg/dl is documented. They were experiencing a headache and had contacted a medical professional for advice. Unknown if they received any treatment. Medical affairs specialist was unsuccessful in contacting the pt to obtain that info. A letter will be sent out. No evidence of an adverse event.